Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 07-nov-2018. It was reported that shaft kink occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in the mildly calcified proximal left anterior descending artery. The lesion contained >=90 degrees bend. A 20 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, the shaft got acute kink at mid portion. The procedure was completed using another stent with buddy wire support. No patient complications were reported and the patient was doing well. However, returned device analysis revealed stent damage and stent movement on balloon. Device evaluated by manufacturer: a promus premier ous mr 20 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The stent was damaged along its entire length and had moved 20mm from the proximal end of the proximal markerband in a distal direction over the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. It was not possible to remove the stent to view the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.